Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per position specification, but due to proximal stent deformation the stent did not meet visual acceptance specification. Deformation was evident from the 13th to the 18th distal stent wraps with struts stretched. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. Product analysis: two images were received for analysis. Both images showed the distal section of the device. Damage was evident to the proximal stent wraps. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a severely calcified lesion exhibiting 95% stenosis located in the proximal left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion. It was stated that the catheter / delivery system deformed at the tip and twisting occurred. An image provided shows deformation of the stent. The procedure was completed using another medtronic stent. The patient was reported to be alive with no injury.